Manufacturer narrative:
Date of event: estimated date. The techstar device referenced is filed under separate medwatch report number. The UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. A conclusive cause for the reported patient effects of hematoma, infection, tissue damage, pseudoaneurysm and the relationship to the product, if any, cannot be determined. The subsequent treatments of additional therapy/ non-surgical treatment, treatment with medication and surgical procedure appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Suture-mediated closure of the femoral access site after cardiac catheterization: results of the suture to ambulate and discharge (stand I and stand ii) trials".

Event description:
It was reported through a research article identifying prostar plus and techstar devices that may be related to failure to achieve hemostasis which may result in manual compression, pseudoaneurysm, tissue damage, transfusion, hematoma, surgical repair, infection and medication. Additionally it was reported that techstar devices may require the use of an additional device. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "suture mediated closure of the femoral access site after cardiac catheterization: results of the suture to ambulation and discharge (stand I and stand ii) trials".